Event description:
The customer reported the coulter lh 750 hematology analyzer was generating incomplete differential results, differential voteouts and pc2 flags. While troubleshooting the field service engineer (fse) found a leak at the blood sampling valve (bsv). The volume of the leak was a few drops and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, mask and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the tubing to the stabilyse pump was kinked and was causing the issues with the incomplete differential results and flags. The fse straightened the tubing, which repaired the incomplete differential results and the flags. The fse also found the tubing at port 4 of the blood sampling valve (bsv) was damaged because it was rubbing against the air cylinder, and was causing the leak. The fse replaced the damaged tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).